Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) found that the main enhanced half-height drawers 2-1 and 2-2 kept failing. The fse removed and replaced the retractor band, then tested the drawers using hardware test application. Both passed the hardware test application test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 2.2 failure and not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.